Event description:
Customer reported receiving a no delivery alarm on the insulin pump during basal and bolus as well as manual prime. Customer's blood glucose reading at the time of the call was 423 mg/dl and has treated with injections. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with cracked case at display window corner.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.